Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure. According to the complainant, during the procedure, some of the bands would not stay on the grade four varices after deployment, even with full red and good deployment. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) (failure to maintain). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)